Event description:
The customer stated that he was receiving low blood glucose readings with a decimal. It was verified the meter was reading in mmol/l. The customer did not adjust his medication or allege any adverse events due to the readings. He was able to reset the meter to mg/dl, and no product will be returned for evaluation.